Manufacturer narrative:
Additional information to provide lot no. 58926244. The lot number was not indicated in the MDR follow up 001.

Manufacturer narrative:
One model no. 834hf75 swan-ganz catheter was received. Thermistor resistance when submerged in a 37.0c water bath read 12979 ohms, which was within allowable specification. There were no open or intermittent conditions. Thermistor read 37.1 c degrees when submerged into a 37.0 c water bath. The balloon inflated clearly however, the balloon inflated eccentrically. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage was observed from catheter body. Visual examination was performed under 10 x magnifications. Cardiac output testing was done on vigilance I and monitors. Resistance was measured using fluke multimeter. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. The lot number was provided and device history record review was completed and documented that the device met specification upon distribution. Expiration date: march 1, 2012 approximate age of device: 4 months device manufacture date: september 25, 2010.

Event description:
It was repeorted that one of the physicians felt that the aortic valve "areas" are not accurate by thermal dilution. There were no patient complications reported. Several attempts have been made to obtain additional information.